Event description:
The report indicated that prior to going on bypass, the vacuum relief valve became dislodged from its seat and fell into the hardshell obstructing flow from the outlet of the reservoir. The device was changed out prior to bypass. The case went to completion without further incident or risk to the pt.